Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen, and balloon. The hypotube was kinked 51cm from the strain relief. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified 1st right posterolateral segment (rpl). A 2.00mmx12mm emerge balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 1.5mmx12mm emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified 1st right posterolateral segment (rpl). A 2.00mmx12mm emerge balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 1.5mmx12mm emerge balloon catheter. No patient complications were reported and the patient's status was good.